Manufacturer narrative:
It is unknown if the patient was connected to the ventilator at the time of the event. No harm was reported. The customer had been advised by technical support to check the speakers connected to the power management and motor controller boards. The customer was provided with a quote for service, which has expired. Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Date of report: 24aug2021.

Event description:
It was reported that the ventilator had an error code indicating that the primary alarm failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.